Event description:
Caller reported she took 50 units of lantus based upon a compact system blood glucose result of 167 mg/dl at 2:00 pm. She states she felt shaky with 167 mg/dl result. She began to have symptoms of hypoglycemia. Emt result within 10 minutes was 47 mg/dl. Emt gave her glucose and dextrose. Value was 147 mg/dl on emt system at an unspecified later time. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.